Manufacturer narrative:
Additional piece involved in event:part no. Lot no. Mfg. Date2000-6349 p202160 03/11/2010

Event description:
It was reported that, during a case, a rod inserter fractured resulting in a delay of at least thirty minutes. Fractured piece was removed. Patient outcome: no adverse effect reported as a result of this event.